Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient desired a size exchange and had a right breast lump that was planned to be excised. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025. The breast mass was not excised as it was too small. Furthermore, a ruptured right implant was discovered. There was no reported procedural delay or patient consequences due to the finding.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: size exchange, breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 01, 2025, the mentor analysis lab received the suspect medical device for evaluation. On september 05, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned device determined that the breast implant was found to have two (2) tears. Tear (a) was found in the posterior view, measuring 4.8 cm, approximately. Tear (b) was found extending from the anterior to the posterior view, measuring 11.0 cm, approximately. Microscopic examination was performed on the edges of the tears (a) and (b), and parallel striations were found in an area of the tears, measuring approximately 0.1 cm in both tears. Striations were located in the anterior aspect of the tear (b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).